Event description:
Pt with prior driveline repair with splicing for driveline fracture who experienced low speed advisory followed by low flow and pump off alarms when attached to ac power of (B)(6) 2017. The pt was instructed to stay on battery power until she could be seen in clinic. Pt presented to clinic on (B)(6) 2017 at which time the above alarms were confirmed. Heartmate ii log files and xrays of driveline sent to abbott for evaluation. No obvious areas of fracture noted in the driveline. Recommendations received from abbott were to maintain the pt on an ungrounded cable with a pump exchange to follow if the pt is eligible. The pt was provided with an ungrounded cable and sent home. Pt was seen in clinic again on (B)(6) 2017 at which time it was decided to exchange the heartmate ii to a heartmate 3 on (B)(6) 2017. The pt's coumadin was held starting on (B)(6) 2017, pt admitted on (B)(6) 2017 for bridging with heparin due to an inr of 1.6. The pt was taken to the operating room on (B)(6) 2017 for the pump exchange. Surgery went well. The pt is currently recovering on the telemetry floor. The heartmate ii pump and driveline will be sent back to abbott for evaluation.